Manufacturer narrative:
The instant warm pack was applied to pt without a cover though the cautions on both the front and rear panels state that the pack should be used with a cover of some sort. Copy of the warm pack cautions included with this report. All instant warm packs mfg by hosp marketing services have these cautions printed as part of the product labeling. Note: attended a vendor product education fair at this hosp in (B)(6) 2009. Hosp now is using warm packs with covers.

Event description:
Event desc: pt reported to rn that she was burned from the warm pack that was placed on her left arm prior to an IV start. Rn noted the area was red with slight elevation, but no blistering. Pt complained of discomfort. Md notified--no change in management plan. No medications required to treat reddened area. Rn noted that the warm pack had been applied directly to the skin and that the hot pack cover had not been applied. This heat pack is a relatively new product to our facility. The previous product did not require a cover or sleeve--this new product does. Staff applied the heat pack without the sleeve, although the packaging clearly indicated that a towel or soft cover should be wrapped around the heat pack before application.